Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an atrioventricular ¿ av node ablation procedure, the implantable cardiac defibrillator exhibited loss of pacing. Programming changes were successfully made. There were no patient consequences.